Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a lack of therapeutic benefit due to the lead being placed too anteriorly. The patient underwent a revision procedure where the lead was replaced. The patient was doing well postoperatively. The explanted device was discarded by the medical facility and was not returned.